Event description:
It was reported the guidewire went through the catheter when clinician was pulling it back after a clean insertion. No patient harm.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the catheter being perforated by the guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. The sample was received with the safety button depressed and the needle fully withdrawn into the housing. The catheter exhibited curved shape memory and overlaid the guidewire. The guidewire protruded from a hole in the catheter approximately 2cm from the distal tip. The coil region extended from the catheter. The coil appeared to intact. Microscopic inspection of the coil confirmed it to be intact. Inspection of the hole in the catheter revealed it to conform to the dimensions of the wire. The edges of the hole flared outward. The features of the hole in the catheter were consistent with the catheter wall being perforated by the tip of the guidewire. Such damage can occur if the catheter is inserted prior to advancement of the guidewire during attempted device insertion or withdrawing and re-advancing the wire following catheter advancement or partial advancement. The product IFU indicates that the wire should be fully advanced prior to catheter advancement and that once advanced, the wire should not be retracted.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect1726 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guidewire went through the catheter when clinician was pulling it back after a clean insertion. No patient harm.